Event description:
Ous MDR - the physician attempted to dilate a tight left av fistula stenosis with a stenosis degree of 90%. It was reported that the balloon was inflated and ruptured during inflation of the tight stenosis at 9 atm. During removal of the balloon catheter it was noticed that the distal segment of the balloon had separated. Attempts to withdraw the distal balloon part after treatment were unsuccessful. The distal part was retrieved during procedure to remove the sheath.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected balloon catheter (6x40x130) was returned for analysis. The investigation revealed that a distal part of the balloon is divided from the catheter. The balloon showed a circumferential fracture approximately 20mm proximal to the tip. In addition to the technical investigation the provided angiographic film of the procedure was reviewed. The pictures showed a fibrous dialysis av-fistula, stenosis degree approx. 90% at the level of the cubital joint. The comparison between the pictures and the observed damage at the device allows the assumption that the balloon was most probably injured during inflation within the tight stricture. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigation and the provided information we come to the conclusion that the reported circumferential balloon rupture most probably occurred as consequence of the dilatation of the very tight stenosis. No manufacturing or material related root cause could be identified.

Manufacturer narrative:
Patient is a (B)(6) male. Manufacture date: june 2013.